Event description:
The customer reported that the insulin pump went into threshold suspend when his blood glucose level was not low. The customer's sensor glucose reading was 40 mg/dl but his blood glucose level was 120 mg/dl. The sensors were also reading highs of 240 mg/dl to 400 mg/dl. The insulin pump alarmed calibration error, lost sensor, and weak signal. The device was not returned.

Manufacturer narrative:
Reference medwatch 2032227-2015-61410 and 2032227-2015-61409 for additional information. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.